Manufacturer narrative:
Initial reporter zip code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "baker iii capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "baker iii capsular contracture".

Event description:
Healthcare professional reported "pain in right breast. During surgery...implants were found to be ruptured. On the right breast there was a baker iii capsular contracture." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: visual analysis of the returned device identified: underweight, black particle in the shell, red particle in the shell crease fold and opening. A microscopic analysis was performed which identify sharp opening in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the posterior side assessed as unidentified (tear) opening .

Event description:
Healthcare professional reported "pain in right breast. During surgery. Implants were found to be ruptured. On the right breast there was a baker iii capsular contracture." Device was explanted.